Manufacturer narrative:
No pt outcome info was provided by the reporter. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria. Anatomical conditions, proper ballooning sites, f/u guidelines. A type of endoleak was detected during the final angiography run. Additional ballooning reduced the endoleak and the physician decided to take a wait-and-see approach. The physician commented that anticoagulant medication may have contributed to the endoleak. It is difficult to determine contributing factors with the limited info that was returned. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure; proximal neck length was 29mm. The procedure was conducted as labeled under general anesthesia. The final confirmatory angiography showed a type I endoleak from the proximal neck part. Re-ballooning was performed to the leaking part with other MFR's product, then the leak was reduced. Since the physician judged that the endoleak would be reduced more and resolved after the re-ballooning, the operation was completed, and decided to take a wait-and-see approach. There has been no pt outcome provided after the operation.